Event description:
Procedure type: laparoscopy-duodenal ulcer. According to the reporter: the balloon ruptured within 10 mins from placing the device in abdominal wall. All fallen pieces were retrieved from cavity with no tissue damage. A new instrument was used to complete the procedure. No pt injury was reported. Or time was extended by less than 30 mins.